Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18151042 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the hemostasis valve of an 8f with mini-guidewire avanti+ catheter sheath introducer (csi) separated during the retrieval of the dilator. Air embolization and blood back flow through from the damaged valve was prevented by finger occlusion of the opening. The procedure has been completed with another unknown vascular access without any other complication. The introducer was then removed, and hemostasis obtained by direct compression. There was no report patient injury. The device was stored, handled, and prepped per the instructions for use (IFU). There were no anomalies noted when removed from the package. The device was placed in the jugular vein to carry out an interventional procedure for a transcatheter ablation of an atrial fibrillation. The access vessel was not calcified nor tortuous. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the hemostasis valve of an 8f with mini-guidewire avanti+ catheter sheath introducer (csi) separated during the retrieval of the dilator. Air embolization and blood back flow through from the damaged valve was prevented by finger occlusion of the opening. The procedure has been completed with another unknown vascular access without any other complication. The introducer was then removed, and hemostasis obtained by direct compression. There was no report patient injury. The device was stored, handled, and prepped per the instructions for use (IFU). There were no anomalies noted when removed from the package. The device was placed in the jugular vein to carry out an interventional procedure for a transcatheter ablation of an atrial fibrillation. The access vessel was not calcified nor tortuous. One non-sterile si avanti+ 8f std w/gw no obt unit was received for analysis. Coiled inside a plastic bag. The device was unpacked to proceed with the product evaluation. During visual inspection, the vessel dilator was received inserted on the sheath introducer. The brim cap and the hemostasis valve were attached to the device. No separation or damages were observed however, the brim cap was observed partially assembled. Microscopic analysis was performed and a damaged ring on the hub was found. A product history record (phr) review of lot 18151042 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event ¿hemostasis valve/hub¿ separated¿ was confirmed since during visual and microscopical analysis a partially assembled brim cap and a damaged ring on the hub was found. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. Remove air from csi by flushing with heparinized saline or suitable isotonic solution.¿ the product history record review does not suggest that the event experienced by the customer could be related to the manufacturing process however, a risk assessment has already been initiated. No further actions will be taken at this time.